Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "does not sense closed door" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed the device has been serviced within the last twelve (12) months. The direct cause of the current issue was not serviced in the last return cycle therefore there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment hooks. The hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't sense a closed door. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1:initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.